Event description:
It was reported that upon interrogation, the pulse generator exhibited elective replacement indicator (eri), with a battery voltage of 2.53 v. Measured data from 2008 was 2.69 v, 10 ua, and 7.1 kohms, with an estimated remaining longevity of 1.25 to 1.5 years. No changes had been made to the programmed parameters since that time that would speed up the battery rundown. The device was rereplaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.